Manufacturer narrative:
No product is being returned for evaluation but the lot # is provided. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: translation: "on friday, (B)(6), a (B)(6) years old patient was admitted for a laparoscopic appendectomy procedure. It was supplied a kit of trocar composed by 1 trocar of 12mm and 2 trocars of 5mm. On the first port, the physician proceeds to insert the 12mm trocar using a hasson technique, without the peritoneum, at the moment when the obturator was removed the sleeve started to filled with blood, after that, they insufflate and put the 5mm trocars on 2 ports. They noticed a massive bleeding, aspirate the blood without decreasing volume; therefore, they decided to proceed turning into an open surgery. Injuries provoked were damage on cava and mesentery." Type of intervention: unk. Patient status: translation: "stable, intermediate therapy".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, the complainant did not allege any product malfunction. The likely root cause of the reported event is use error. The instruction for use states, "to minimize the risks associated with access port placement, ensure an adequate level of insufflation prior to port placement [and] obturator tip is pointing away from major vessels, organs and other anatomic structures[.]" Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the exact cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor is vigilance systems for any developing trends.